Manufacturer narrative:
Additional information.

Event description:
Additional information was provided on 2/21/2024 where the sales representative stated that this event occurred during a stand-alone injection on 02/16/2024, they had to manually pump blood out of the machine, draw into syringe and then put blood in a new kit.

Event description:
On 02/19/2024, it was reported by a sales representative via (B)(4) that an abs-10063 prp processing set had blood stuck in it. This occurred during a case with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the cause of the reported failure. The most likely cause(s) of the reported failure is a user error. If the separation chamber plate is improperly attached to the centrifuge adapter the device will not performed as expected. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.